Event description:
Health professional called to report an "infection in the patient" with a lap-band device. There was no culture done to determine the type of infection. The device was removed but not replaced.

Manufacturer narrative:
Taper ii. (B) (4). Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."